Event description:
Add'l info received from MFR 8/10/2004: one sample was returned for evaluation of the reported event. Visual inspection revealed that the disc inside of the backcheck valve is not seated properly and appears to be caught in the seal of the sonic weld. This directly relates to the reported event. A historical review of the product incident reports for this lot of product revealed no other reported incidents. A review of the batch record indicated that this lot of product met the required specifications. In addition, the user facility returned seven cases (168 units) of product from the affected lot which b. Braun visually inspected for the reported defect. This inspection revealed no additional defective backcheck valves. Based on the historical review, batch record review and inspection of the 168 returned units, b. Braun has concluded that this single defective backcheck valve is an isolated incident.

Event description:
I.v. Piggyback hung on short secondary tubing, before the IV pump. Piggyback reported free flowed back into primary i.v. Main i.v. Was reported at a lower point and hooked up properly. This had happened on 2 pts in ccd. No adverse effect noted, nurse intervened.